Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: cefrtriaxone IV piggyback was having air in line alarms, rn went to address it, then noted this message " danger of free flow, close roller clamp". Rn unable to open pump door to address issue. Rn immediately removed from patient use, notified ICU manager. No injury reported.